Event description:
Caller reported potential false positive results when repeating the testing for troponin I (tni) on triage profiler sob test. The pt was not admitted. No further pt info was provided.

Manufacturer narrative:
The retains from lot q48990 were tested for a previous complaint. No false positive results or high bias in tni recovery was observed with any sample. No pt history, diagnosis, or medication list was not provided. Product support cannot rule out sample interference or cross reactivity as a possible cause of discrepant results. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. (B)(4). This issue will be tracked and trended to detect any further occurrence. No corrective action required at this time as no product deficiency was established.